Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell, (lot# n5j1399y); sigphandle, sig power sigphandle handle, (serial# (B)(6)); unk-sigadapt, unknown signia egia adapter, (serial# (B)(6)) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robot-assisted rectal resection at the time of rectal anastomosis, a reload with the control shell was prepared without issue; however, due to bowel scarring, the 25 mm device could not initially be passed through the bowel lumen despite attempts that included intraoperative endoscopy and administration of approximately 400 cc of normal saline to facilitate passage, with repeated insertion and withdrawal of the device. The surgical approach was changed from end-to-end to end-to-side anastomosis, and about one and a half hours later a yellow exclamation mark appeared on the adapter swim lane, after which the device was temporarily disconnected. Upon removing the cartridge for restart, mucosal tissue was observed lodged between the cartridge and adapter and was wiped away; however, after reconnection the exclamation mark reappeared and the device remained unusable despite restarting the handle and system shell, preventing firing. The product was replaced and the anastomosis was ultimately completed manually using circular stapler.